Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was not booting up. The philips engineer suggested service, but the quote was cancelled by the customer, and no service has been provided by philips. However, the same issue reoccurred, and fse found the host pc had a startup failure. Fse confirmed that the hard disk of the host pc needs to be replaced. Fse replaced the hard disk of the host pc, restored the backup file, and performed calibration. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not boot up. Device use at the time of event is in outside clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.